Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous result for 1 patient sample tested for elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The initial troponin t stat result was < 0.01 ng/ml with a data flag. The repeat result was 0.05 ng/ml. Testing was repeated again with a result of <0.01 ng/ml with a data flag. The result of <0.01 ng/ml with a data flag was deemed to be correct, but the analyzer operator made a clerical error and reported a result of >0.01 ng/ml with a data flag outside of the laboratory. It was confirmed that the analyzer produced a result of <0.01 ng/ml with a data flag and the reported result was corrected. There were no adverse events. The troponin t stat reagent lot number was 24466401 with an expiration date of 30-jun-2018. The field engineering specialist was not able to find a cause. He checked probe adjustments and performed performance testing with all results passing. Troponin t stat quality control results were acceptable.

Manufacturer narrative:
Further information concerning the sample was not provided, therefore a pre-analytic issue cannot be excluded. A hardware issue can be excluded. The customer stated that there have been no further issues on the affected analyzer.